Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Based on the clinical details, the root cause of the issue was lack of vessel recoil due to patient condition. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported while on impella cp support, the patient experienced oozing noted around the impella repositioning sheath after it was swapped from introducer. The medical team attempted to angle match and secure suture hub close to the skin and they could not obtain hemostasis. After destat and other clotting agents were applied, a femstop was placed. The patient was then transferred to another hospital for additional therapy. It was noted that the following day, the patient's family decided to withdraw care from the patient, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).